Manufacturer narrative:
This report is for the same patient as manufacturer reports: 2937094-2020-00560, 2937094-2020-00561 and 2937094-2020-00565. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The device is not available for analysis. A review of the device instruction for use (IFU) was completed. The labeling review did not find evidence of device off-label use or failure to follow instructions. The review confirmed that urinary retention is an known risk associated with of this types of treatment and is noted as such in the device direction for use. Based on the information currently available an evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient is a chinese tobacco user with a medical history of cardiovascular, kidney stones, and benign prostatic hyperplasia (bph). A uroflow assessment performed two days prior to the study procedure showed a total voided volume of 278ml, the post void residual of 14ml and a serum psa level of 7.8 ng/ml. The patient was enrolled in the study and underwent the study procedure. During procedure the fiber was guided to the prostate tissue, and the energy delivered during the procedure was 65,012j. A day post procedure, the patient voiding trial was successful. Two days post procedure the patient experienced urinary retention. Per the electronic data center (edc), the patient required medical attention resolving the urinary retention two days post onset symptom. The patient was discharged from the medical facility five days post the index procedure. The investigator assessed the patient symptom of urinary retention as probably related to device and procedure.

Manufacturer narrative:
This report is for the same patient as manufacturer reports: 2937094-2020-00560, 2937094-2020-00561 and 2937094-2020-00565.

Event description:
It was reported that the patient is a chinese tobacco user with a medical history of cardiovascular, kidney stones, and benign prostatic hyperplasia (bph). A uroflow assessment performed two days prior to the study procedure showed a total voided volume of 278ml, the post void residual of 14ml and a serum psa level of 7.8 ng/ml. The patient was enrolled in the study and underwent the study procedure. During procedure the fiber was guided to the prostate tissue, and the energy delivered during the procedure was 65,012j. A day post procedure, the patient voiding trial was successful. Two days post procedure the patient experienced urinary retention. Per the electronic data center (edc), the patient required medical attention resolving the urinary retention two days post onset symptom. The patient was discharged from the medical facility five days post the index procedure. The investigator assessed the patient symptom of urinary retention as probably related to device and procedure.